Event description:
New information received notes that the event is still ongoing and micro-perforation by rv lead is suspected. Patient will be monitored with another echo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to clinic after experiencing chest pain few days post implant, pericardial effusion adjacent to right ventricle was observed on echocardiogram (echo). A repeat echo was performed the following day and improvement in effusion was noted. No resolution was performed. Patient will be monitored with another follow-up echo. Further information is not available at this time.